Manufacturer narrative:
The account replaced the brake steer caster, brake caster and brake caster support to resolve the issue.

Event description:
The account alleged the brake casters are not holding. No patient impact.